Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, though it functioned during real-time checks with customer care and the device firmware was current. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no clinical impact requiring intervention. Investigation included remote troubleshooting and user education to monitor and report recurrence. Investigation of this case revealed no reproducible malfunction during assessment and no hardware fault identified, consistent with intermittent button responsiveness without device-wide failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to non-reproducibility.